Manufacturer narrative:
Concomitant medical products: 419378 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), electromagnetic interference (emi) caused episodes, but no inappropriate shocks. Noise was observed on electrogram (egm) due to some emi. Troubleshooting was performed, with no resolution. The crt-d remains in use. No patient complications have been reported as a result of this event.